Event description:
Elderly pt was admitted with anemia. History of heart condition and fluid overload issues. Received PICC for blood transfusion. After PICC placement, pt experienced rapid drop in blood pressure, heart rate. Flushing, respiratory distress. A "nurse blue" (rapid response) was called. Pt was moved to the ICU and remained on a ventilator for three days. Per the rn, the pt was already compromised, but family believes the anaphylactic event led to long stay in ICU, and may have contributed to a heart attack. Per the rn, the acute symptoms resolved within 10-15 minutes and the PICC was left insitu. The pt received transfusion of blood in the ICU, through the PICC line.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.